Manufacturer narrative:
The hill-rom technician fond the nurse call not functioning due to sidecom cable pins bent. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on the bed in 2011. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the sidecom cable to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the bed is not sending a nurse call. The bed was located at the account in the bed shop. There was no patient/user injury reported. (B)(4).